Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# serial: (B)(6) , (B)(6) 2005 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that caller states that about 15 years ago, maybe longer, the patient ended up with an abscess in their colon that surrounded the wire on the stimulator. Caller states they were going to try to remove the device, but they couldn't get access to the device to remove it and the patient now has a colostomy bag. The caller stated that they had to take out so much of the colon that it was irreversible. Caller mentioned medical history, stating that the patient is in a lot of pain right now and is undergoing pain management.